Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a knee ligamentoplasty the saw blade of the device broke into three pieces while filling the femoral tunnel. The surgeon was able to remove the cutting blade but two scraps remained inside the patient and could not be removed. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
It was reported that the saw blade broke into several pieces during surgery. The reported event is confirmed upon investigation of the returned product. Visual evaluation identified that one leg of the actuator tube broke off and one leg of the inner shaft had twisted. It was also found that the cutter tip detached and the fragments were not returned as they were unable to be removed from the patient. Damage in the form of circumferential grinding marks were found on the distal end of the shaft as well. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces while prying / leveraging the device.